Manufacturer narrative:
Analysis was performed remote clinical personnel which included troubleshooting. The results of the analysis were that the user was able to get a reading when using the patient's foot, but not on the wrist. The facility biomed checked the equipment using a simulator and was able to get a reading. The remote clinical application specialist cautioned about using the wrist for a site as the light emitter and receiver need to be lined up and the bones of the wrist may make it difficult for the light to get through. The user changed the disposable sensor and realigned the sensor markers to resolve the issue. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the customer needed training on correct placement of the sensor. The issue was resolved by guiding the customer on the correct sensor placement. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on neo/infant/adult disposable sp02 sensor indicating that the spo2 readings are inaccurate. The device was in clinical use on a patient at the time of the event. No adverse event was reported.